Event description:
Pt developed phlebitis within 72 hours of insertion. Pt discontinued treatment and had midline removed at the clinic. Due to arm's tenderness and soreness, pt had advil for 2 days to relieve pain. Pt had another midline placed on the arm. Pt was stable.